Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was unknown. The patient was treated with unspecified antibiotics but had not yet recovered from the peritonitis. No additional information is available at this time.